Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an event of insulin flow block alarm on (B)(6) 2025 due to blockage at tubing. The customer changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 5397733 in question was manufactured at the reynosa site. Complaint investigation: the reference samples for batch 5397733 were previously tested in complaint (B)(4) on 12/may/2023. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications. Device history record (DHR) review: packing the lot 5397733 was packaging according to the work instruction (wi) version 86 and packaging on multivac's 10 & 14, on 20/sep/2022, with a total of (B)(4) units. Gluing of tubing the lot 5385004 was manufactured according to the wi version 54, gluing of tubing on machines sc05 & sc06, on 17/sep/2022, with a total of (B)(4) units. The lot 5400023 was assembled according to the wi version 54, gluing of tubing in machine sc08, on 18/sep/2022, with a total of (B)(4) units. The lot 5400022 was assembled according to the wi version 54, gluing of tubing in machine sc08, on 17/sep/2022, with a total of (B)(4) units. The lot 5400021 was manufactured according to the wi version 54, gluing of tubing in machine sc08, on 17/sep/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 27/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 5397733 with no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further action are required, this complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities. E activities.

Event description:
To date no additional patient or event details have been received.